Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient saw a manufacturer's representative (rep) last month for general reprogramming. Patient stated that the last few days he noticed that the settings were not adjusting; it was 0 instead of 4. This was what patient noticed however was not occurring at this time. No further complications were reported/anticipated.